Manufacturer narrative:
The following devices were also listed in this report: cone body 23 + 0; cat# unknown; lot# unknown. Lfit head ball 40 mm + 0; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported a primary right hip revision due to infection. Infection unknown. Implants were in good condition. Implanted competitor antibiotic spacer. Surgery complete. Will have additional surgery later for re implantation.

Manufacturer narrative:
An event regarding infection involving an unknown restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: a review of the provided x-ray and medical notes by a clinical consultant indicated: procedure-related factors: - infection is primarily a procedure-related complication, generic to every arthroplasty but much elevated infection risk in revision surgery or after prior infection. Patient-related factors - no info. Device-related factors: - none. Diagnosis: - infection is primarily a procedure-related complication, generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no info. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided x-rays by a clinical consultant concluded "infection is primarily a procedure-related complication, generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no info." Further information such as patient demographics, primary & revision operative reports, past/clinical medical history, and examination of explanted components are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a primary right hip revision due to infection. Infection unknown. Implants were in good condition. Implanted competitor antibiotic spacer. Surgery complete. Will have additional surgery later for re implantation.